Event description:
During a laparoscopic cholecystectomy, the ER 320 was spitting clips out of the jaws and not feeding correctly. Another er320 was opened to complete the case. There was no consequence to the pt.